Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary cabinet required all drawers and cubie pockets failed due to cable issue. The field service engineer replaced the pyxibus cable from the interface box to the auxiliary cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had auxiliary tower's cubies all failed due to the blackout. The customer reported that there was a delay in patient care and there was no harm in patient care. There were no adverse events or injuries reported based on this event.